Event description:
It was reported that after opening the package, the stent ruptured when being removed from the pigtail modulator.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted the sample was provided in a ziploc bag with no original packaging. The suture was not provided. The lot and part numbers were not provided for the complaint. Visual requirements per cs-7068-xx section 3.1 state to "use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted." When evaluating the sample, the separation could be located on the body of the stent. The material does not appear to be stretched or discolored. Dimensional evaluation noted dimensional requirements per cd-7068-xx state the od of the stent to be 0.061" ± 0.002, tip ID is to be 0.039" ± 0.002", tube ID is to be 0.040" + 0.002" -0.001", and guidewire used is to be 0.035" ± 0.001." The sample passed all dimensional requirements. Using a laser micrometer, the od was measured at 0.0612" and 0.0618". The tip ID was measured using a 0.039" pin gauge. The tube ID where the separation occurred was measured using a 0.040" pin gauge. A 0.035" guidewire passed through the sample with no hesitation. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent." "Exercise care. Tearing of the stent can be caused by sharp instruments." "Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that after opening the package, the stent ruptured when being removed from the pigtail modulator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.